Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure that involved a narrow vein requiring a lot of pushing to advance the lead, the physician noted that the svc coil was "moveable and loose." Another lead was use to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned. The svc coil is distorted from stretching at 36 cm and 40.5 cm. If information is provided in the future, a supplemental report will be issued.